Event description:
It was reported that, "the doctor was clamping our 1/3 tibal plate through the tibal and the tip of the four step broke off."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.